Manufacturer narrative:
D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. One (1) piece of the actual sample was received for evaluation. The proximal hub and distal portion of the IV catheter were received. Both the proximal hub and distal portion of the tube were viewed under magnification, and it was observed that it is pressed and stretched. It also measures 0.5 mm from the hub tip and the point of separation has an elongation or stretched part parallel with the remaining tube on the hub. Traces of brown dried blood was observed on the sample and the burr on the tip is also a normal indication of usage during the insertion of an IV catheter. The retention samples were visually confirmed free from a crack, pinhole, scratch, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of twenty-seven (27) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Based on the results of our previous investigation and simulation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The proximal hub and distal portion of the actual sample were evaluated. The distal portion of the catheter tubing that remained on the hub seems to be slightly stretched, pressed, and the cut has a trace of elongation from the stretched. A small portion of the tube was also stretched which is most likely due to applied force. Similar observations were also observed on the detached distal portion of the catheter tube. As informed through the details of the complaint, the involved device was inserted and placed on the patient for five (5) days without any reported issues which indicates that the device performed properly. The damage likely occurred after the IV catheter was used. The retention samples were confirmed visually wherein no related defects were found that might lead to the complaint. The samples passed the related functional tests. Also, the lot history file was checked, and no irregularity or nonconformity was noted that may result in either catheter tube breakage or a detached catheter tube from the hub. On previous catheter breakage complaints, we have challenged the tensile strength of our catheter tube through the manual pulling tube and bending test using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in the complaint. This shows that the catheter tube has high tensile strength and does not break easily even when a strong force is applied. We also have two (2) stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved broken catheter was left in the human body. Insertion date was the (B)(6) of july, and the broken cather was found on the (B)(6) of july. The retention of the catheter expired at the right elbow. The patient's blood vessels were difficult to inject. First the tubes were disinfected, then the op site was confirmed, and a ns flush was performed again to confirm whether the tubes were unobstructed. The leakage was found, and the catheter was evaluated to be unsuitable for reuse. To remove the catheter, it was pulled out without resistance, with no catheter found. The catheter and hub joint were broken, immediately the right arm was pressed, and the np was notified. After the x-ray, the catheter was found in the right arm. Surgery was arranged to remove the catheter found. Medical or surgical intervention was performed. The remaining catheter tube was surgically removed. The event occurred intra-operative. The final patient impact was stable. Additional information was received on 27 jul 2023: the catheter was placed on the patient successfully without any problem. The remaining catheter tube was successful removed.